Event description:
A malfunction alarm labeled as malf 12 was reported, and it was identified with fault ID [0x2071]. The malfunction code was resettable, and the customer was assisted in resetting the pump for the first time after the alarm occurred. There was no information available regarding any adverse impact on the customer¿s blood glucose level. Following the successful reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to reach out again if the issue reappeared and confirmed understanding of the instructions.